Event description:
It was reported that there was a right ventricular lead alert due to oversensing. It was noted by the physician that the patient was deceased. Follow up was conducted and it was reported that the patient coded around midnight at home and had complained of pain all day. The cause of death was reported as cardiopulmonary arrest. No further information is available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).